Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) system is overheating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) system is overheating.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code) - (B)(6) (error message: "zip code must be at least 5 characters" triggered multiple times) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced temperature sensor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.